Event description:
It was reported that when the staff member plugged in the device and flicked the switch to the on position, there was a spark, a loud sound and smoke. Staff member taken to the emergency department for assessment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found nothing broken. Functional testing ran electrical safety test, passed. Charged the battery and turned on the unit for 19 days. Accuracy test result +5.123%. Device passed all functional testing. Could not duplicate complaint. Likely a hospital power issue. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that when the staff member plugged in the device and flicked the switch to the on position, there was a spark, a loud sound and smoke. Staff member taken to the emergency department for assessment. Primary body part affected: hand right back. Bed space to be vacated until checked and repaired by the electricians. Electrician replaced the faulty power point and then deemed the area safe to use.